Event description:
The customer reported that the system does not generate images and there is a pt on the table who was already injected.

Manufacturer narrative:
(Eval method, results, conclusions) - the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA. (B)(4).